Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a power/battery life issue. The reporter alleged that the pump would a emit a "low battery" warning right after the battery was changed. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-mar-2018 with the following findings: a review of the black box showed partially discharged batteries were installed resulting in low battery warnings, and replace battery alarms. No damage was found to the battery compartment. The battery cap was not returned. Corrosion was found in the battery compartment. A test battery cap fully tightened to the pump and powered it on. The current draws measured within specifications. The alleged battery life issue was not duplicated during investigation. The pump cover was removed to find no further evidence of moisture or loose components.